Manufacturer narrative:
Updated section b3 date of event: additional information provided on 05jan2026 with new lot number 81084fz00. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for architect hbsag qualitative reagent, lot 81084fz00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect hbsag qualitative assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 81084fz00. Device history record review did not identify any non-conformances or deviations with the complaint lots and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. There was no issue with reagent performance identified. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the architect hbsag qualitative reagent, lot 81084fz00.

Manufacturer narrative:
Additional information provided on 05jan2026: sid: (B)(6): 49yrs old male: initial=1.44 s/co /repeated=1.50 and 1.49 s/co /repeated with lot number: 81084fz00=1.75, 1.43 and 1.38 s/co; neutralization test: c2=1.39 s/co and % neutralization=101.7%. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive architect hbsag qualitative results which questioned by the physician for several patients. The one result example provided were: initial=1.23 s/co (> or =1.00 s/co=reactive) /repeated after redrawn multiple times same patient=1.6, 1.7 and 1.33 s/co. Hbsag qual confirmatory c2=1.55 s/co; % neutralization=99% (c2=> or =0.70 s/co and % neutralization=> or =50%=confirmed positive). Additional information provided: all other hepatitis b markers are negative (no actual results provided). Additional information provided on 05jan2026: sid: (B)(6): 49yrs old male: initial=1.44 s/co /repeated=1.50 and 1.49 s/co /repeated with lot number: 81084fz00=1.75, 1.43 and 1.38 s/co; neutralization test: c2=1.39 s/co and % neutralization=101.7% there was no reported impact to patient management.